Event description:
Report received of a nondelivery. The device was programmed to deliver unspecified hydration fluids to a homecare patient. No specific programming parameters were provided. The customer contact stated that the device would "stop infusing without alarming to alert the pt that it has stopped. "The device was removed from use and therapy was resumed using replacement device. There were no reported adverse patient effects. No medical interventions were required.